Event description:
A pt had a cesarean section with bilateral tubal ligation and subsequent placement of surgiwrap in 2003. In 2004 a total abdominal hysterectomy (and removal of foreign body) was performed due to unresolved complaints of severe abdominal pain. Resorbable surgiwrap was not present / noted at the time of re-operation. ("Unaware macropore used previously").